Manufacturer narrative:
(B)(4).

Event description:
Clinic notes were received on (B)(6) 2016. On (B)(6) 2016 it was reported that the patient needs a battery replacement due to battery depletion. The physician feels this is a faster-than-expected drain for this generator as the patient was implanted one year ago. The battery was stated to be less than 20%. The design history record for the 106 was reviewed and "trim test tab" was performed 06/15/2015. This device passed all functional tests prior to distribution into the field. No other relevant information has been received to date.

Event description:
The patient underwent replacement on (B)(6) 2016. The explanted device has not been received for analysis to date.

Event description:
The explanted generator was received for analysis on (B)(6) 2016. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis for the m106 was completed and approved. The pulse generator was opened. A visual assessment on the circuit board showed possible contaminates on the trimmed edge of the pcba. No other visual anomalies were identified. The generator failed multiple electrical tests when the pcba was subjected to a post-burn electrical test. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator due to the pulse generator remaining ¿on¿ post explant. The pulse generator performed according to functional specifications. The battery measured 2.291 volts, confirming a neos condition. The observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected.